Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that when the customer peeled away the top, a piece of the plastic container was broken off. Issues with the inner packaging with the femur. It was reported that the product was not used and a second product was opened and used for the case. It was reported that no surgical delay was noted.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection. Device evaluation and results: the unit carton without its shrink wrap was returned for analysis. There is severe compression and indentation lines visible throughout the unit carton. There is damage to the opening end of the unit carton. The outer blister was returned with the tyvek lid attached on three sides. One side flange was completely broken/fractured away from the outer blister. For the purpose of this investigation the tyvek lid was removed from the outer blister. There is evidence of a good seal on the three sides of the outer blister. The fractured/broken flange of the outer blister remains attached to the tyvek lid. The inner blister was returned with its tyvek lid intact. For the purpose of this investigation the tyvek lid was removed from the inner blister. There is evidence of a good seal between the inner blister and the tyvek lid. The returned device appears unremarkable. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging whereby the carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation for this event is required at this time.

Event description:
It was reported that when the customer peeled away the top, a piece of the plastic container was broken off. Issues with the inner packaging with the femur. It was reported that the product was not used and a second product was opened and used for the case. It was reported that no surgical delay was noted.